Manufacturer narrative:
The user expressed dissatisfaction with the sensor placement, which was positioned too high and posterior on the upper left arm. Due to limited reach and neuropathy, the user was unable to position the transmitter one-handed and relied on assistance from his daughter despite attempting multiple techniques to improve placement. Escalation analysis did not identify any concerns with the transmitter. The difficulties reported appear to be associated with the sensor insertion location, which limited the user's ability to maintain proper transmitter placement. The user was advised to contact their healthcare provider (hcp) to discuss next steps, including potential removal and replacement of the sensor. The sensor was returned for further evaluation. In-house testing did not identify any issues with sensor-to-transmitter communication or connection. The reported issue is likely related to challenges maintaining proper transmitter alignment over the sensor due to the insertion location.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.